Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 324 mg/dl. The customer think there is a delivery anomaly due to the reservoir. The customer stated that she could not get insulin by bolus. The customer stated they can't upload to care link at this time. The customer was advised the pump will need to be replaced. The customer was advised to revert to backup plan of manual injections and monitor blood glucose until replacement arrives.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.